Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and a specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. The patient effects are potential adverse events. A review of the case was performed by an abbott medical physician. It was reported that the patient had a focal occlusion in the right distal superficial femoral artery; therefore, it is unknown if this was thought to be the cause of the proglide failure or the cause of the pseudoaneurysm. Due to the lack of information regarding how the access site was obtained, if an angiogram of the femoral site was obtained, where the access site was within the femoral artery, and how exactly the proglide failed, it is hard to determine with any degree of certainty that the proglide was at fault for the bilateral pseudoaneurysms, additional procedures, and prolonged stay in the hospital. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
A review of the case was performed by an abbott medical physician. It was further concluded that the acute kidney failure was not due to the failure of the perclose proglide, but most likely due to procedural complications. More specifically due to the total amount of contrast the patient received for the cardiac catheterization and cta procedures, as well as the patient¿s known past medical history of chronic kidney disease and type ii diabetes.na.

Manufacturer narrative:
The device is not expected to be returned for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a multi-vessel percutaneous coronary intervention with percutaneous heart pump (php) procedure. While he tolerated the procedure well in regards to hemodynamics within the case, his perclose closure device failed. The patient developed bleeding from the right groin, right groin hematoma, retroperitoneal hematoma, hypotension and hemorrhagic shock. Hemoglobin dropped to 9.8.there was a short run of ventricular tachycardia necessitating medication. Covered stent placement was emergently performed on bilateral common femoral artery pseudoaneurysms. There was focal occlusion of the right distal superficial femoral artery that was ballooned angioplastied. The patient developed acute kidney injury necessitating dialysis. His blood pressure was tightly controlled, his groin sites stabilized, his renal function improved over the course of several days. He was eventually optimized on blood pressure and heart failure medications and his dialysis line was discontinued. The patient was discharged in stable condition to a skilled nursing home on (B)(6) 2020. No additional information was provided.